Event description:
Mom had put the call light on for nurse to flush placed PICC because the clamp had come undone. I flushed the line with saline with no problems, and then heplocked it. Patient & family-centered care (pfcc), and charge nurse notified.